Event description:
It was reported that this communicator displayed a red call doctor icon due to high out of range shock impedance measurements. The patient was referred to their clinic for further evaluation. This device remains in service. No adverse patient effects were reported.